Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and caused by a printed circuit board failure. The evaluation found traces of liquid adhesion inside the chassis (as well as on printed circuit board) which most likely contributed to the failure of the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center would not turn on. The touch panel did not work and smelt like it was burnt. When the power was turned on, it did not start up. The user attempted to remove and reinsert the cord from the power supply (touch panel) but there was no improvement and only the fan seemed to be working. The event occurred during set up / inspection for use. There were no reports of patient involvement.